Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up from 13-apr-2015: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and one micro insert had perforated the tube during essure insertion. This event is serious due to medical importance and listed in essure's reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the fallopian tube perforation occurred during essure placement. It was reported that the physician could not place the device due to adhesions (non-serious event added). Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident since the patient underwent a laparoscopic tubal and essure was removed. Product technical complaint (ptc) analysis concluded based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 19-nov-2014 which refers to a female patient of unspecified age who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception (lot number c06467). Physician reported that one tube of the device perforated (the side was not reported). The health care professional deployed the micro insert in one tube and went to cut the lateral tube and could not place the device due to adhesions. It was unilateral placement and the patient consented to a lap tubal. Upon converting, the hcp discovered one micro insert had perforated the tube and also noticed the side that could not deploy the device had adhesions. No injuries to the patient. The patient had the laparoscopic tubal on (B)(6) 2014. The sales representative did confirm the hcp removed the insert. (B)(4). Final assessment: a perforation is a hole or opening made through the entire thickness of a membrane or other tissue or material. Probable causes for perforation: physician encounters poor visibility during the procedure, physician technique and experience, advancing delivery catheter when patient is experiencing extraordinary pain or discomfort, attempting to advance delivery catheter to black positioning marker after encountering undue resistance, further advancing delivery catheter once the black positioning marker has reached the tubal ostium, attempted removal of an implanted micro-insert with fewer than 18 trailing coils into the uterus, inaccurate placement of the micro-insert in the fallopian tube by the physician. According to the product IFU, the micro-insert must be placed far enough into the fallopian tube to prevent expulsion (less than 18 trailing coils).perforations are a known risk of the essure procedure. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and one micro insert had perforated the tube during essure insertion. This event is serious due to medical importance and listed in the reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the fallopian tube perforation occurred during essure placement. It was reported that the physician could not place the device due to adhesions (non-serious event added). Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident since the patient underwent a laparoscopic tubal. Essure were removed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.